Event description:
It was reported that during a coronary stent procedure of a pre dilated rca lesion, the physician was unable to cross the lesion. While attempting to retract the delivery/stent device back into the guide catheter, the stent dislodged and remains in the patient. No attempts was made at retrieval. The physician pre dilated the lesion again and another manufacturer's stent was successfully inplanted. Patient status is listed as "okay".